Manufacturer narrative:
Batch review performed on 26 february 2018 lot 165901: (B)(4) items manufactured and released on 16 december 2016. Expiration date: 2021-12-04 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Flat pe hc liner ø36/f reference 01.32.3648hct (k103721) lot 171741: (B)(4) items manufactured and released on 23 september 2017. Expiration date: 2022-09-03 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h ha coated std stem size 7 reference 01.18.137 (k093944) lot 141474: (B)(4) items manufactured and released on 08 july 2014. Expiration date: 2019-05-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size l + 4 reference 01.29.210 (k112115) lot 162735: (B)(4) items manufactured and released on 27 july 2016. Expiration date: 2021-07-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in complaining of pain. Due to this sign of possible infection (pathogen unknown), the surgeon removed all components and implanted a spacer. In addition to the infection, the patient had dislocated.